Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received reservoir tube o-ring, broken battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the threading at the reservoir compartment was worn and was held with tape. Customer reported that the reservoir and battery compartment were damaged. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.